Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of above 300 mg/dl. Customer's nurse reports the insulin pump had several pump error alarms and unexpected restart. Customer's nurse reports they were unable to clear the alarm. The customer experienced symptoms such as vomiting. The customer was treated with IV insulin and fluids. Customer was admitted in intensive care unit. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.